Manufacturer narrative:
Unit passed displacement test and self test. Hardware low level failure alarm confirmed in pump history with variable (003) due to broken trace at pin 1 on u1 keypad assembly and insulin pump error alarm found in the formatted history file due to a software error. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had multiple pump errors. The customer¿s blood glucose level was unknown at the time of the incident. Customer was able to clear the alarm. Customer received request to rewind pump. Customer was able to complete insulin pump rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.